Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection found there is an abnormality in the ultrasound image due to the breakage of the ultrasound probe (missing sound ray). The customer reported issue of "defective image , darkening" could be confirmed. Furthermore, device inspection found the nozzle was clogged and due to clogging of the air/water channel , a foreign material (blood ) observed to be coming out of the nozzle. Additionally, insufficient suction volume was observed due to clogging of the forceps channel. Additionally, the following findings during device evaluation were noted : the bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the elongation of the angle wire. Scratches on the tip cover due to external factors were observed. Peeling (floating) of the curved rubber adhesive part was noted. The curved rubber adhesive is missing. Scratches found on the objective lens due to external factors. Scratches are found on the insertion part corrugated tube oredome due to external factors. The investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of defective image (partially missing image, darkening). The issue found during an unknown event. There was no patient harm, no user injury reported. Device return inspection found the nozzle was clogged and due to clogging of the air/water channel , a foreign material (blood ) observed to be coming out of the nozzle. This report is being submitted for clogged nozzle , foreign material came out from the nozzle which was observed during device return evaluation. The foreign material found from the nozzle was attributed to insufficient reprocessing. There is no report of patient infection associated on this reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the event could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.